Manufacturer narrative:
Update: the device was returned for analysis to boston scientific corporation. A visual of the returned device showed the balloon was deflated with a large hole that rolled inwards, as well as the balloon was colored, most likely with methylene blue. Therefore, the reported event of balloon leak was confirmed. Based on the information provided, it was reported that methylene blue was added to the orbera balloon when filling it. The orbera365 intragastric balloon system directions for use IFU states the igb is placed in the stomach and filled with sterile saline. For this reason, this event is catalogued as failure to follow instructions because the problems traced to the user not following the manufacturer's instructions. Based on all the information available, the most probable root cause assigned is known inherent risk of device. Initial report: block h6, device code a1401 captures the reportable event of balloon deflated. Impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted into the patient on (B)(6) 2023. Approximately 7 months later, the patient noticed blue in their urine, indicating a leak in the orbera balloon. An endoscopy procedure was performed to explant the deflated balloon on (B)(6) 2023. There were no patient complications as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. The device has not been received for evaluation.

Manufacturer narrative:
Block h6: device code a1401 captures the reportable event of balloon deflated. Impact code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted into the patient on (B)(6) 2023. Approximately 7 months later, the patient noticed blue in their urine, indicating a leak in the orbera balloon. An endoscopy procedure was performed to explant the deflated balloon on (B)(6) 2023. There were no patient complications as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.